Event description:
A brand-new temperature probe failed. Team member checked with the esophageal temperature cable to make sure the port was the problem. The esophageal temperature cable worked and so the team member ruled out failure of the monitor. The temperature probe was removed from service and a new one will be ordered. Follow up: facility purchased the probe on [date redacted]. The probe has been removed from service and a new one will be ordered.